Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minutes before the end of the hemofiltration treatment with polyflux h, the patient experienced pruritus in both upper limbs. The patient was given promethazine 25mg intramuscular injection as prescribed and the patient¿s symptoms of pruritus improved. After the treatment, the blood pressure measured was 87/56mmhg and the patient was given 250 ml of 0.9% sodium chloride and 50% glucose injections as instructed. After 15 minutes, the blood pressure was 118/52mmhg. The patient left the hemodialysis room after the blood pressure became normal. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.